Event description:
On (B)(6) 2016, a (B)(4) check-flo performer introducer, 4.0 french, ref: (B)(4) was used during a cardiac catheterization procedure. The pt experienced a sudden loss of cardiac function and hemorrhaging into the pt's abdomen was noted. Attempts at resuscitation were unsuccessful. Upon removal of the sheaths and dilators, the dilator used in the case was noted to have a split or defect at the tip of the catheter.